Event description:
Dialysis unit had experienced problems with the vas cath opti-flow hemodialysis catheters. The end ports would crack and require either catheter replacement or catheter adapter insertion. This particular pt's catheter had already had both ports replaced with a vas cath replacement adapter. During the hemodialysis treatment on 06/30/2000 one of the replacement port ends "fell out" of the catheter tubing itself. The pt immediately pinched off their central line catheter and called for help. Blood loss was minimal. The pt did not experience an adverse medical event from this occurrence. They did, however, require transportation to the interventional radiology dept and replacement of their hemodialysis central line that same day.